Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2017 and exhibits signs of significant wear / usage. The functional evaluation confirmed the stated failure mode. The shaft turns inside the handle when force is applied. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, placing a 6, 5 mm cannulated screw, the surgeon noticed that the black handle was not fixed to the screwdriver shaft ¿ the screwdriver was not rotated when the handle was rotated. They could not proceed the surgery as planned. They had a backup 3, 5 hex screwdriver that was not cannulated. Drilled over the pin, took out the pin and placed the cannulated 6, 5 mm screw without the guidepin. There was a delay between 0-30 min during surgery. No patient injury or death.